Manufacturer narrative:
(B)(4). Batch # r57v36. Device evaluation: the analysis results showed that the tl60 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right colectomy procedure upon closing the device only part of the staple line formed. Some were goal posts. The last quarter of the line were not formed properly. The procedure was completed using a like device. There were no patient consequences reported.